Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type catheter extension set was leaking at the connection to the y portion. The leak was observed as soon as the pump was started. The patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3 and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and the results were satisfactory. A pull test was performed on all connections, and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.